Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose value was 400 mg/dl at the time of incident. Customer¿s current blood glucose was 428 mg/dl. Customer treated with insulin pump and syringes for high blood glucose. Customer also stated that the insulin pump had an under delivering alarm. Customer was alleging the insulin pump because the insulin pump was not delivering and was not filling the line. Customer also stated that the reservoir had a leak. Customer stated that the leak was occurred in p-cap. The insulin pump will not return for the analysis. The reservoir will return for the analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir per (B)(4). No air bubbles and no leak were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no air bubbles and not leak. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).